Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that the patient suffered body mutilation coupled with life threatening massive infections, split of abdomen, 7 open cavity wound, could sink 2 fingers inside, several admissions in emergency room and multi surgeries.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by the patient that she underwent trans-flap breast reconstruction surgery on (B)(6) 2011 and mesh was used to support the abdominal wall. One month later she developed an infection and the abdominal wound dehisced. The wound was left open to heal and she was treated with antibiotics. She has undergone several surgeries. In (B)(6) 2011 the mesh was removed. The wound finally healed in (B)(6) 2012 leaving a large scar.